Event description:
During preparation it was found that the balloon leaked. There was no patient involvement.

Event description:
During preparation it was found that the balloon leaked. There was no patient involvement.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Magnified inspection of the returned balloon catheter revealed a hole in the inner shaft directly aligned with the inflation port. The inner shaft was appropriately seated in the hub and there was adhesive present in the adhesive cavity. There were no other anomalies found. The device presented no evidence of any material or manufacturing deficiencies that could have contributed to the reported event or the confirmed damage to the device. The hole in the inner shaft was most likely caused by a perforation with a needle or a guidewire used during preparation as no tools are inserted in the manifold inflation port during catheter assembly. Furthermore, all devices are tested for balloon inflation/deflation performance with vacuum decay testing during manufacture. From the information provided and the investigation results the hole in the catheter inner shaft was most likely related to the manner the device was handled. Therefore, a root cause of handling damage has been assigned to the event.

Manufacturer narrative:
Additional information from the user facility stated that a luer-lock syringe with 3 ml (cc) of contrast medium was used to flush the device. After several attempts to flush the device, there were still air bubbles coming out of the balloon during aspiration.